Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on: 12/4/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the suspect product was returned. One cartridge was received inside its original tray. Lubricant material residues can be observed in the device. The cartridge tip was observed, crack with a part broken that could be related to handling by excessive force. The broken part was not returned for evaluation. The reported, issue of foreign material loose could not be verified. The reported, issue of cartridge crack was verified. However, due to the condition in which the product returned. It is not possible to determine, if the reported issue is related to handling or to the manufacturing process. Based in the analysis product quality, deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device; therefore, not explanted. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a synergy intra-ocular lens (iol) a part of the cartridge tip was injected into the eye. This was removed through the main incision. No incision enlargement was needed, also no sutures. No additional information was provided.